Event description:
The device was returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged blank display, cosmetic damage located at the back of the device , and exposure to moisture found on october 17, 2022. The motor had a priming anomaly when loading the reservoir and received insulin flow blocked alarm. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Device passed rewind test. Device received device error 75 during white screen portion of self test. No blank display noted during testing. Successfully downloaded initial history files and traces using thus. The first power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No device error 75, unexpected power alarms, or unexpected battery alerts were found in the initial history files on or near the event date. Several confirmed insulin flow blocked alarms during priming were found in the history files on the event date from 12:35:13.00 to 12:52:00.00 due to [blank]. Device was sent for redownload. Device was sent for a second redownload. Device error 75 occurred during testing on december 13, 2022 at 12:34:56.00. Device error 25 was noted in the history files on december 13, 2022 at 16:00:00.00. The second power management graph confirms unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage levels dropped below 1000 millivolt due to moisture damage. The device was cut open to perform visual inspection and found moisture damage¿on electrical board 1, electrical board 2, harness vibrator assembly, motor, and force sensor.¿unable to generate a power management graph due to continuous device error 25 alarming. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (faded, stained), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Prime/fill anomaly and insulin flow blocked alarm during priming confirmed during testing due to moisture damage on the motor. Unable to download power management graph due to continuous device error 25 alarming. Device error 25 and device error 75 confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump won't turn on and there is a crack on the back. Information received by medtronic indicated the customer reports blank display. Display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on insulin pump screen. Contacts on battery cap was not missing and damaged. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.